Event description:
It was reported that during a percutaneous translumenal angioplasty (pta) procedure, balloon deflation difficulties were encountered. A stent graft procedure was performed to treat an abdominal aortic aneurysm (aaa) with another manufacturer's device. For post-dilation, the equalizer balloon catheter was advanced to the calcified left common iliac artery and reported to have difficulty in deflation. The number of inflations and to what atm's is unk. It was further reported that the balloon was unable to be deflated for approx five minutes, despite various attempts by the physician to deflate the balloon. The balloon was successfully deflated when the physician punctured the balloon with the guide wire and negative pressure was applied with a syringe. The balloon catheter was withdrawn without difficulty and intact. No pt injury or complications were reported. The pt's condition was reported as "no problem".